Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed. External interference was suspected, which could indicate possible lead damage. The patient was still under observation, but nothing related to lead noise has been observed. The patient was in good condition.